Event description:
It was reported the pt has not charged her ipg in approximately two years. It was also reported the pt lost weight after the implant and attempted to undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.